Event description:
It was reported that there was a pericardial effusion. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. There was a trivial effusion around right ventricular (rv) noted prior to procedure. Transeptal was inferior and anterior via limited septal location for transseptal puncture. Trivial pericardial fluid behind rv became circumferential. The physician positioned the watchman access system (was) in the left atrial appendage (laa) of the patient and then inserted the a 35mm watchman flx pro laa closure device & delivery system (wds). The closure device was deployed in the patient and then recaptured. After the first recapture, the physician noted a pericardial effusion. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. The patient was monitored for 20 minutes before the physician decided to perform a pericardiocentesis. 170ccs of fluid was drained from the patient. It was very short area for transseptal (tsp). The location was very anterior and the rest of septum was extremely thick. The physician believes it was tsp anatomy and location that may have caused. Act was therapeutic. Patient remained stable. The patient was hospitalized and later discharged. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of pericardial effusion is confirmed based on the media provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that there was a pericardial effusion. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. There was a trivial effusion around right ventricular (rv) noted prior to procedure. Transeptal was inferior and anterior via limited septal location for transseptal puncture. Trivial pericardial fluid behind rv became circumferential. The physician positioned the watchman access system (was) in the left atrial appendage (laa) of the patient and then inserted the a 35mm watchman flx pro laa closure device & delivery system (wds). The closure device was deployed in the patient and then recaptured. After the first recapture, the physician noted a pericardial effusion. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. The patient was monitored for 20 minutes before the physician decided to perform a pericardiocentesis. 170ccs of fluid was drained from the patient. It was very short area for transseptal (tsp). The location was very anterior and the rest of septum was extremely thick. The physician believes it was tsp anatomy and location that may have caused. Act was therapeutic. Patient remained stable. The patient was hospitalized and later discharged. The device is not expected to be returned for analysis (discarded).